Event description:
It was reported that during a chronic catheter placement procedure, after inserting the guidewire, when trocar was withdrawn the guidewire was allegedly stuck. It was further reported that there was a difficulty in removing the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 4.2f are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 4.2f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one guidewire loaded into one introducer needle was received for evaluation. Microscopic, visual, functional testing were performed. The proximal portion of the guidewire was noted to be stretched and uncoiled. The flat core wire was noted to be present within the coils. The flat core wire was not welded to the distal end of the guidewire. An attempt to advance the guidewire within the introducer needle was performed and was unsuccessful after resistance was felt. The guidewire did not move when attempt was performed. Another attempt to remove the guidewire from within the introducer needle was attempted. Therefore, the investigation is confirmed for the identified fracture, material separation, stretch issue. However, the investigation is inconclusive for the reported difficult to remove, and physical resistance as the difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 01/2027), g3, h6 (device, method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, after inserting the guidewire, when trocar was withdrawn the guidewire was allegedly stuck. It was further reported that there was a difficulty in removing the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 4.2f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one guidewire loaded into one introducer needle was received for evaluation. Microscopic, visual, functional and dimensional testing were performed. The proximal portion of the guidewire was noted to be stretched and uncoiled. The flat core wire was noted to be present within the coils. An attempt to remove the loaded guidewire from the introducer needle was performed and was unsuccessful. An attempt to advance the guidewire within the introducer needle was performed and was unsuccessful. Therefore, the investigation is confirmed for the reported difficult to remove, physical resistance and identified fracture, material separation and stretched issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, after inserting the guidewire, when trocar was withdrawn the guidewire was allegedly stuck. It was further reported that there was a difficulty in removing the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 4.2f are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2027). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, after inserting the guidewire, when trocar was withdrawn the guidewire was allegedly stuck. It was further reported that there was a difficulty in removing the catheter. There was no reported patient injury.